Event description:
It was reported that the user had been disconnected from the ilet for approximately 1.5 days due to health issues and contacted support for assistance with a supply change, after which the agent guided reconnection using a teflon infusion set. At the end of the call the user¿s blood glucose was 225 mg/dl. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to not reverting to alternative therapy. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.